Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump loses power and does not hold a charge. Customer indicated that the batteries were changed but the problem persists. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer did not have new batteries to try with the pump. Customer indicated that they would call back when they are able to further troubleshoot. No further details given.